Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient reason as dislocated intraocular lens. The iol was explanted and exchanged for an another model lens following the initial implant procedure. Additional information has been requested.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The associated cartridge and handpiece information was not indicated. It is unknown if this lens was inserted via cartridge or manually. Amvisc viscoelastic was indicated. The product investigation could not identify a root cause for the reported complaint of "dislocated, explant". The explanted lens was not returned. A review of the product history records show that the lens met all release criteria. The file indicated the a company lens was removed and replaced with an different model company lens. This information would suggest that the replacement lens was an improved selection for this patient's vision needs. If additional information becomes available, the file will be reopened and updated. The manufacturer internal reference number is: (B)(4).